Event description:
A report was received that the patient had developed an infection when he was implanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had developed an infection when he was implanted.

Manufacturer narrative:
Additional information was received that the location of the reported infection was in the neck. The physician believed the infection was not device or procedure related. The patient was prescribed antibiotics. The patient did fine.